Manufacturer narrative:
Other relevant device(s) are: product ID: e volutpro-26, serial/lot #: (B)(4), ubd: 13-mar-2020, UDI#: (B)(4). Product analysis: the valve remains implanted and the dcs was discarded, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this 26-millimeter (mm) transcatheter bioprosthetic valve, the valve was p laced at the 0 mm position and settled at approximately 3 mm. During the removal of the delivery catheter system (dcs), the nose cone interfered with the valve and the valve dislodged upwards towards the ascending aorta at 1 centimeter (cm). The valve was held with a snare and a second 26 mm transcatheter bioprosthetic valve was implanted valve-in-valve. Following the valve-in-valve procedure complete heart block (chb) was observed on the same day. No additional associated adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.